Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose was 117 mg/dl. Troubleshooting steps were provided for critical pump error and they received a critical pump error image on the pump screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No critical pump error (open book image) noted during testing.